Event description:
Mother reported, the up button on the infusion device has a loose connection. Pt's blood glucose was 111 mg/dl on (B)(6) 2012 at 6:45 p.m., and pt ate 3 ke. Mother administered 1.2 i.u. Of insulin via the infusion device, and pt's blood glucose then elevated to 284 mg/dl at 8:00 p.m. Mother attempted to rewind the piston rod, but the infusion device did not reset to 315 i.u. Mother reported the piston rod "moved automatically forward," and she pressed the check button to stop it. The pt switched to the backup infusion device at 8:00 pm. Mother does not know if the infusion device was dropped. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.